Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/26/2013 with the following findings: the pump was unable to power on during testing and the pump¿s history could not be reviewed. The battery compartment was observed to be cracked at the threads; however the cap was able to fully tighten on to the pump. The pump¿s case was opened and the power flex cable was found to be torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump had recently lost power after attempting to clear a call service alarm. The pump would not power back on after a battery change to a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.